Event description:
In anticoagulation clinic we use coaguchek xs point of care machine to monitor and adjust anticoagulation therapy with warfarin for patients with all indications for warfarin therapy. Recently we received a notice (not a recall, just a notice) from roche, the manufacturer of the test strips used in the machine that when they re-calibrated the strips to meet new who standards, abnormally high inr results occurred. They are re-calibrating the new lots of test strips back to the old who standard, but have not recalled the erroneous lots. The notice advised confirming inr results >4.5 with an alternate method testing, however in our clinic we have had patients with point-of-care results of >6 with venipuncture inr results in the 3 range (which is within therapeutic range for many of our patients). We believe the strips may not be accurate even below the roche- designated cut-off of inr of 4.5. This particular patient had a point-of-care inr of 6.1 and venipuncture inr was 3.1 (goal range is 2-3).